Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforating through the uterine wall'), fallopian tube perforation ('contraceptive coil was perforated throughout its length or at the cornual region or throughout the length of the fallopian tube'), device expulsion ('migration of the contraceptive coil the patient had placed in 2014/ / migrated into and potentially through the uterus') and embedded device ('intrauterine device that was embedded') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 2, dysmenorrhea, heavy menstrual bleeding, migraine headache, anxiety depression and kidney stone. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with right salpingectomy hysteroscopy dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion and embedded device outcome was unknown. The reporter considered device expulsion, embedded device, fallopian tube perforation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforating through the uterine wall'), fallopian tube perforation ('contraceptive coil was perforated throughout its length or at the cornual region or throughout the length of the fallopian tube'), device dislocation ('migration of the contraceptive coil the patient had placed in 2014 migrated into and potentially through the uterus') and embedded device ('intrauterine device that was embedded') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 2, dysmenorrhea, heavy menstrual bleeding, migraine headache, anxiety depression and kidney stone. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with right salpingectomy hysteroscopy dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and embedded device outcome was unknown. The reporter considered device dislocation, embedded device, fallopian tube perforation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.